Event description:
After an implantation period of approximately 60 months it was reported that the lead was extracted due to oversensing in the atrial channel.

Manufacturer narrative:
Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. Itrevia 5 dr-t df4 promri sn (B)(6) upon receipt, the ICD was interrogated, revealing the mos1 battery status. The device was implanted for 60 months and 27 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the farfield and ventricular channels, leading to one charging cycle with one shock delivery, confirming the clinical observation. Therefore, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. Solia s 53 sn (B)(6). Upon receipt, the lead was found cut 50 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The analysis showed 23 cm proximal to the lead tip that the lead body was found squeezed and damaged, which is assumed to be the root cause of the reported oversensing in the atrial channel. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Protego promri s 65 sn (B)(6) upon receipt, the lead was found cut 51 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df-4 connector pin was not returned. The analysis showed that the insulation was found rubbed through in the distal end region. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing in the ventricular channel leading to inappropriate shock delivery. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed, leading to one shock delivery. However, a thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted from the observed leads damages. The analysis of these devices did not reveal any sign of a material or manufacturing problem.